Event description:
In a lobectomy procedure, after the ir45g reload had been fired via an i45 stapler, malformed staples were observed. Sutures were applied to the area in which the malformed staples were located.

Manufacturer narrative:
The returned ir45g reload was visually examined and was found to be undamaged. The reload also had a number of properly formed staples protruding from the cartridge. It is apparent that these staples had not been deployed into the tissue. No malformed staples were found within the cartridge. The reported event could not be ascertained. Eval summary: free staples on the cartridge were acceptable not malformed.